Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female suffering from cardiogenic shoc, was implanted with an impella 5.5 device for mechanical circulatory support. The patient was transferred to the tertiary center for care escalation with the 5.5 and a protekduo. During the impella 5.5 implant procedure, the introducer cracked and began leaking. The introducer was swapped and the subsequent implant was successful. There was no patient harm.